Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that some time post port device implant, the patient allegedly had subcutaneous leak. The catheter breakage was identified when the physician tried to replace the catheter. There was no reported patient injury.

Event description:
It was reported that some time post port device implant, the patient allegedly had subcutaneous leak. The catheter breakage was identified when the physician tried to replace the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Functional, tactile, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter break and leak issue and identified deformation due to compressive stress and wear problem, as a circumferential split was noted approximately 9.6 cm from the distal end of the cath-lock and a concave kink was noted 10.6 cm from the distal end of the cath-lock. Both edges of the circumferential split appeared jagged, with a smooth rounded surface. Upon infusion of the port body with attached catheter segment, a leak was observed from the circumferential split. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3. H11: h6 (method, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.